Event description:
It is alleged that a painpump catheter broke while the pt attemtped to remove it. It was reported that the bandage was still in place when they attempted to remove the catheter. Several attempts were made to contact the physician, however, no further info was obtained. It is unknown if a piece of the catheter was left in the pt and if any add'l treatment that was required.